Manufacturer narrative:
Permobil received notice from an attorney identifying themselves as representing the end-user in a product liability case. Claim filed alleges a product malfunction having occurred which resulted in an injury to the end-user. Claim indicates on or about (B)(6) 2018, while end-user was utilizing their device out of doors, one of the foot plates fell off the device allegedly causing one of the end-users legs to go under the device. It was reported the end-user ultimately suffered a broken femur and other undisclosed injuries. It is also being reported while end-user was wearing the brace/cast for the broken femur, they developed an infection which resulted in repeat hospitalizations. Review of client file indicates permobil was never notified of this event having occurred and there aren't any records of components being ordered to correct the alleged deficiency. Due to the 9 month timespan since the event allegedly occurred, permobil is unable to confirm a product malfunction or a potential cause of the alleged failure. Permobil will continue to investigate the claim through legal counsel. If any new information is received a follow-up report will be submitted. The DHR was reviewed and unit was built according to specification prior to distribution.

Event description:
Reports received claim as end-user was traveling out of doors in their device, one of the foot plates detached which allegedly caused the end-users leg to go under the device. Reports claim the end-user suffered a fractured femur and other undisclosed injuries as a result.

Manufacturer narrative:
Permobil received notice from an attorney identifying themselves as representing the end-user in a product liability case. As part of the claim, an additional incident was noted that was not included as part of the original case narrative, and is being included as corrected data in this follow-up report. It was reported on or about on (B)(6) 2018, while the end-user was utilizing their device inside the home, claims their right foot slipped off the footplate which caused the end-user to suffer a fractured right ankle, tibia, fibula and other undisclosed injuries. No reports were provided as to how the injuries were induced, only claims of an injury having been sustained. Review of client file indicates permobil was never notified of this event having occurred, nor has permobil received any report or claim this specific incident was the result of a product malfunction. Permobil will continue to investigate the claim through legal counsel. If any further information is received, a follow-up report will be submitted. The DHR was reviewed and unit was built according to specification prior to distribution.

Event description:
Report received claims as end-user was utilizing their device while inside their home, their right foot was reported to have slipped off of the footplate. Reports claim the end-user suffered a fracture to the right ankle, tibia and fibula as a result.